Event description:
"Paraplegia: for a thoracic aortic aneurysm, the relay plus devices were implanted (from zone 0 to zone 4). Device 28-m340250402590u (au-4025040) at the proximal side and 28-m336190322490u (au-3619032) at the distal side (overlapped) the overlapped site was fixed with a tri-lobe balloon (bcl2645 gore). The total length was approximately 360 mm. No blood leakage was confirmed with contrast radiography. Right after the procedure was completed, however, paraplegia occurred to the patient's lower body." Patient outcome: "the patient's condition is to be confirmed."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR initial report. Device 2 is being reported under MDR initial report. Attachment: [MDR (initial report) - device 1 follow-up evaluation.pdf].

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported. Device 2 is being reported under MDR 2247858-2019-00031.

Event description:
"Paraplegia: for a thoracic aortic aneurysm, the relay plus devices were implanted (from zone 0 to zone 4). Device 28-m340250402590u ((B)(4)) at the proximal side and 28-m336190322490u ((B)(4)) at the distal side (overlapped). The overlapped site was fixed with a tri-lobe balloon (bcl2645 gore). The total length was approximately 360 mm. No blood leakage was confirmed with contrast radiography. Right after the procedure was completed, however, paraplegia occurred to the patient's lower body." Patient outcome: "the patient's condition is to be confirmed."